Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported by the patient that "it has been really bad". They clarified stating they are shaking all over and her oral medication wasn't working. Patient went to their doctor's office on (B)(6) 2018 and the doctor changed patient to group b. Patient states she was better after the group change but by the time she got home her left side was shaking last night. Patient was able to increase her left and right side over the phone. Patient states she will contact her doctor if her symptoms continue. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the sudden shaking was due to their medication were wearing off too fast. Steps taken to resolve the issue included taking medication. The sudden shaking has not been resolved all the time. They further state the battery bothers them. Very sensitive.